Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the wrist of the tip-up fenestrated grasper instrument remained blocked when bent and it had to be removed as it was. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula, the port incision was not increased by this. The instrument did not collide with any other instrument during the surgery. The reporter informed that a fragment fell into the patient, but they took it out. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
A review of the provided image was performed. The following additional information was provided: it looks like the main tube is broken and the proximal clevis is dislodged from its normal position as a result. The tip-up fenestrated grasper instrument was received, and failure analysis found the instrument to have a broken main tube at the distal tip. A piece measuring approximately 2.40 mm x 2.30 mm was not returned with the instrument. Components adjacent to the broken main tube did not show damage.